Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, sometimes later post chronic catheter placement procedure, it was reported that the line was allegedly leaking when accessing the line. The line was removed. There was no reported patient injury.

Event description:
It was reported that post chronic catheter placement, the line was allegedly leaking. The line was removed. Reportedly, line was allegedly found hole. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the intl hickman triple lumen 10fr inter, products that are cleared in the us. The pro code and 510 k number for the intl hickman triple lumen 10fr inter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. B5, d4 (unique identifier UDI) #, medical device catalog#), g3, h6 (device). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the intl hickman triple lumen 10fr inter, products that are cleared in the us. The pro code and 510 k number for the intl hickman triple lumen 10fr inter products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fluid leak and material puncture/ hole issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a chronic catheter placement procedure using hickman cv catheter, triple-lumen, 10fr. It was reported that post chronic catheter placement, a leak was observed from the external portion of the catheter during an infusion, specifically affecting the white lumen, where a hole was visibly present. The clinician confirmed it was a leak rather than fluid infiltration or air passage. No breakage was separately identified beyond the leak itself. The catheter was not placed in the subclavian vein, and there was no evidence of kinking, compression, or acute angles. The patient experienced no symptoms, and there were no issues with blood return or aspiration. No extravasation or infiltration was reported. Although the clinician confirmed that the sample had been sent back for investigation, no sample has been received to date. There was no repotered patient injury.